Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant the shunt had to be explanted because the valve couldn't be reprogrammed. Reportedly the locking mechanism would not activate to release the break. A new shunt system was implanted in the patient. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Additional information: a2 patient age, a3a patient sex. B7 relevant history. D4 device information. D6b explant date. D9 device returned to manufacturer. F9 approximate age of device. Visual inspection: during the investigation, no significant deformations or damages of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves are operating within the specified tolerances in their respective relevant position. Adjustment test: the valves were tested and the m.blue is adjustable, but the progav 2.0 is not adjustable to all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function of the m.blue operates as expected and the braking force is within the given tolerance. Internal inspection: after dismantling of the valves, organic deposits were found in progav 2.0. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the m.blue. The product operated within all specifications. Furthermore, a non-adjustability of the progav 2.0 was detected. The visible deposits have led to the functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.